Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The device also had a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the display on the insulin pump went blank after he went into the pool with it. Blood glucose value was 168 mg/dl. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.